Event description:
Info regarding this event did not become available until 1/12/98, therefore causing the delay in issuing this report. On 1/12/98, after a follow-up with the engineer, it was reported that while running an antibody screening assay, summit sample handler, failed to pick up sample and did not give an error message. An ortho field svc engineer was dispatched. No death or serious injury was associated with this event.